Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the MRI showed a very small hematoma on right side by t11 nerve. The healthcare professional stated that no intervention was needed to be performed to address the issue at that time.